Manufacturer narrative:
D10: 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-42-03 - equinoxe reverse 42mm humeral liner +2.5 (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 9 years post the initial right reverse total shoulder arthroplasty, the patient reported that pain and weakness has been constant for a while. The patient reportedly tried to catch something and felt something "tear or snap", causing instant sharp pain. They then noticed popping in the shoulder while attempting to button their pants. The patient's humerus was observed on x-ray to be thinning proximally, and a scalloping humeral interface. The surgeon assessment was that the patient suffered atraumatic loosening of the humeral stem. The sharp pain was believed to be the result of the humeral components shifting during movement. The humeral components were removed all in one piece, confirming that they were loose. The weakened cortical bone was found be fractured. It is unclear if this occurred prior to or during the revision surgery. A revision stem was cemented in and the fracture was reduced with cables. Tray and liners were trialed and implanted. The patient was stabilized with a +10 tray & 42mm +0 constrained liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.